Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump restarted and had insulin stopped. The customer¿s blood glucose was 204 mg/dl. The customer reported that the insulin pump restarted and had insulin stopped and it forced the insulin pump to rewind. The auto mode turned off and it was not show the blue shield. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.